Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead exhibited steadily increasing threshold measurements and pacing impedance measurements over the past two months. The patient was noted to be pacemaker dependent. Surgical intervention was undertaken. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.